Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. A functional evaluation revealed a blade stall error and overheating of the housing. Further evaluation revealed the drive fork was stiff when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors which can contribute to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Several corrective actions were taken to reduce the occurrence of this failure. No further actions are required at this time. Internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the motor drive unit handpiece was getting hot. There was a back-up device available, and no delay was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).